Event description:
Reporter indicated that vns patient has experienced an increase in seizures over the past year with more of a drastic change in the last two months. It was reported that the increase was an increase in previous efficacy experienced with the vns therapy. Further follow-up revealed that the pt began to experience episodes of status epilepticus after a trial of acth (adrenocorticotrophic hormone). Treating neurologist indicated that the patient's overall health condition was not worsening. Device diagnostic testing was within normal limits, indicating proper device function.